Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent dislodgements from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during un-packaging of a 3.0x28 rx xience xpedition stent delivery system (sds), the stent dislodged from the balloon during removal of the protective sheath. Reportedly, there was no resistance felt during removal of the protective sheath. The device was not used and there was no patient involvement. A new xience xpedition sds was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.